Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation follow-up #1 submitted (B)(4) 2013: the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: the keypad is fully intact; no peeling or damage observed. There is visible moisture behind the display lens. Pump powers on with audible sound and no vibratory. Unable to download pump history and black box. The up, down, ok and contrast keys are unresponsive. Removed the keypad cover; no contamination was found under the up, down, ok or contrast key contacts. Unable to move past verify screen. Pump fails leak test due to crack between display lens and case seal. Removed pump cover; internal moisture was present in pump this report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release

Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the buttons are not responding to presses. The reporter confirmed there was no damage to the keypad. The patient reportedly wore the pump in a pocket and does not clean the pump. There is no reported adverse event with this complaint. This report is made based on the allegation of the keypad response issue.